Manufacturer narrative:
Event date unknown. Device lot # was not provided/unknown.

Event description:
It was reported that the screw fractured.

Manufacturer narrative:
Following the investigation on the returned product that was performed on september 28, 2017, it was found that the device was not fractured as the customer had initially reported. As a result, the prior submissions for MFR- 0001038806-2017-00456 submitted on july 28, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. One gold-tite tm hexed uniscrew was returned for inspection. A visual inspection revealed that the screw showed moderate signs of wear about the threads, collar and internal drive surface. No signs of fracture were detected. Therefore, the complaint is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of the gold-tite tm hexed uniscrew it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.